Event description:
Twelve xrays were provided with very little other information. The x-rays are poor quality. They show a fracture of the proximal tibia which was treated with a plate and either 7 or 8 screws (4 in the shaft of the tibia ¿ it is difficult to tell how many 3 or 4 are in the plateau area). From the dates on the x-rays it looks like images were taken on (B)(6) which show that the plate and screw construct is intact and on (B)(6) which show that there are at least 2 screws that have disassociated from the plate in the tibial plateau region ¿ likely because the heads have broken, but that is difficult to tell from the x-ray due to poor quality. Xrays from (B)(6) show that additional surgery was necessary and a further 2 k-wires were used to fix the fracture and the broken screws were replaced.

Manufacturer narrative:
Device used in veterinary case. No patient information will be reported. Event date: unknown. Additional product code: hwc. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the screw head is broken off and still stuck in the plate. The performed investigation could not detect any material faults. The present screws were fatigued by cyclic overloading. The overloading caused the screws to fail by a fatigue fracture mechanism. The observed fatigue striations and secondary cracks on the entire fracture surface are an unequivocal indication of a fatigue fracture. The fatigue crack initiated at the zone of the highest flexural strain depending on load situation of the implanted device. The crack propagated through the material gradually diminishing the load bearing area until a final fracture occurred. A reason for cyclic overloading can could not be found in the present investigation. The performed investigation could not detect any material faults. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw heads have broken after a veterinary procedure. Three screw heads broke off several days after the insertion. The tibial plateau leveling osteotomy implant ruptured. The patient was revised to two 3.5 mm tibial plateau leveling osteotomy plates. The patient has been prohibited from exercise for eight weeks this is report 3 of 3 for (B)(4).